Event description:
This report is being filed due to recurrent regurgitation. Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient had presented for the cross over from the medical arm to device arm triclip procedure with functional tricuspid regurgitation (tr), and quadricuspid (2 posterior leaflet) anatomy. Two triclips had been successfully implanted, reducing the tr to mild. On (B)(6) 2024, recurrent, severe tr was noted. Per physician, the event was not serious. The implanted clips remained stable, and there was no device related tissue injury observed. There was no treatment and no additional hospitalization. The recurrent tr event was deemed possibly device related.

Manufacturer narrative:
A2, a4: the patients age and weight were obtained from the baseline-procedure information. The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent tricuspid regurgitation (tr). Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H2 corrections: h6 health effect clinical code 4453 removed. H6 health effect impact code 4614 removed. H6 investigation conclusions code 67 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported recurrent tricuspid regurgitation (tr) appears to be related to patient conditions. There remains no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional downgrading information was received: per physician, the recurrent regurgitation was unrelated to the device.